Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the sureform 60 stapler associated with this complaint and completed investigations. The instrument was found to have a loose staple lodged in the I-beam assembly. The staple was removed and the instrument was retested. The instrument passed initialization. The instrument clamped and fired a white sureform 60 reload successfully. The white sureform 60 reload was also analyzed and was found to be fully functional. No product issue was identified. The stapler logs were reviewed and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k10240924-0083) was installed on the system 1 time and fired 1 white sureform 60 reload. On the only install, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the middle staples were not formed after a white sureform 60 reload was fired with a sureform 60 stapler instrument. Also, gaps in the middle of the staple line were observed. There was minimal blood loss and the surgeon was able to repair the area by suturing. The proximal and distal ends of the staple line were reportedly fine. No errors were displayed by the system. The stapler instrument was removed from the robot and not used again during the procedure which was completed robotically. No unplanned tissue removal occurred. No clamping issues were reported prior to firing the stapler reload. No photos or videos of the event are available for review.